Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The ICD had not been implanted and thus there was no patient involvement. Technical services advised that the ICD should not be used and should be returned. The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The product has been returned and device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the memory noted that on 31 aug 2018 an error occurred. The error resulted in a software reset performed to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. Interrogation of the device confirmed it was operating in safety mode. The device was put through returned products test and failed the testing due to a depleted battery. The battery was depleted due to the device being in safety mode. However, the cause of the memory inconsistency was not able to be determined through laboratory testing.